Event description:
It was reported through a journal article that two patients who underwent reverse total shoulder arthroplasty for oncologic proximal humeral replacement experienced soft tissue failure consistent with henderson type 1. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: propose component code, mechanical, head. G2: literature, (2025) reverse total shoulder arthroplasty demonstrates improved functional outcomes and equivocal midterm survival compared to hemiarthroplasty following oncologic reconstruction in proximal humerus replacement, hamad, christopher d. Et al., journal of shoulder and elbow surgery, volume 0, issue 0, doi: 10.1016/j.jse.2025.10.008 external link. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.